Manufacturer narrative:
Image analysis: images depict a burst euphora balloon alongside an intact balloon. The burst balloon is loaded on a guidewire. The body of the balloon and markerbands appear to have detached and are not visible. Additional information: it was reported that one euphora coronary balloon catheter ruptured suddenly in the proximal lad during balloon inflation to 14 rbp into two parts during withdrawal. The device was being used to predilate the lesion. An attempt was made to retrieve the balloon but it got stuck on the wire, therefore the balloon and wire were removed from the patient¿s body together. The balloon detached along with the shaft and migrated into two different arteries. The fragmented balloon parts detached and could not be removed. The lesion being treated was non-tortuous, mildly calcified lesion with 65% stenosis in the proximal left anterior descending (lad) artery. Upon examining the device after retrieval, it appeared that the markers of the balloon had detached along part of the shaft and were still in the patient. It also appeared that the marker bands were still connected for a while but after rewiring / removing the wire it seemed the marker bands moved and got separated eventually. Angio showed at that time that there was one marker floating in the aorta and one floating in the lm, but they still seemed to be connected. They then migrated in to the distal diagonal and the distal om where they remain. It was not possible to retrieve the detached markers by any means. The device was inspected prior to use with no issues. Negative prep was performed with no issues. There were no difficulties noted when removing the sheath and stylette. The lesion was pre-dilated. No issues were noted during inflation of the device. A 40/60 contrast/saline solution was used. The balloon was inflated once prior to the deflation difficulties. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. The device was kinked and re-straightened during use. A medtronic trustar stent was implanted in the patient's artery after the balloon rupture issue occurred. The trustar stent was successfully implanted however four days post procedure the patient underwent repeat catheterization due to suspected stent thrombosis and st elevation. There was no issues noted during trustar stent deployment. The trustar stent was fully expanded and with good flow in all branches-timi3. The trustar stent remains in the patient. The patient is on a regular aspirin regimen and it was advised to take plavix at a dose up to 100 mg permanently. It was unable to be confirmed with certainty if the thrombus was directly related to the use of the stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one euphora coronary balloon catheter had balloon deflation difficulties, and the device would not deflate at the lesion site. It was also reported that the balloon ruptured during balloon inflation to 14 rbp and ruptured into two parts during withdrawal. The balloon detached along with the shaft into the artery. The fragmented balloon parts detached and could not be removed. The lesion being treated was non-tortuous, mildly calcified lesion with 65% stenosis in the proximal left anterior descending (lad) artery. The device was inspected prior to use with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used. The device was kinked and re-straightened during use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: the balloon ruptured and migrated into two different arteries. Upon examining the device after retrieval, it appeared that the markers of the balloon had detached along part of the shaft. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device analysis: the device was with a guidewire loaded, the guidewire could not be removed. A radial burst was evident to the balloon. The distal section of the balloon was detached and did not return for analysis. Severe bunching was evident to the inner member. The markerbands had detached and did not return for analysis. Deformation was evident to the tip. Deformation was evident to the exchange joint. No other deformation evident to the remainder of the device. Image analysis: fluoroscopic images provided from the account confirm the presence of disease in the left coronary system. The pre-dilation balloon was successfully inflated across the lesion. The next image appears to show that the balloon is only partially filled with contrast. This suggest the balloon may have ruptured but a contrast leak has not been confirmed. The vessel distal of the lesion site appears to have been occluded. The inner shaft marker bands can be seen on the wire in the vessel but subsequently the inner shaft markers can be seen within the aorta and lad. This confirms the reported issue where the marker bands have migrated within the vasculature. A stent was subsequently deployed in the vessel. The cause of the burst and detachment cannot be confirmed from the images. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: an image review was performed for this event by a medtronic medical safety clinician. The image review concluded the provided images align with the reported narrative. The image review indicates that the coronary lesions are not complex. The image review confirms the reported incident of balloon burst, resulting in markers detaching and migrating. The markers remain within the coronary tree after retrieval attempts and further migration. No angiographic complications were observed. Final runs show the patency of the lad. The image review does not determine a causative factor for the balloon burst. There are no provided images relevant to the subsequently reported event of probable stent thrombosis. Correction: annex a <(>&<)> c codes. The device was not moved or repositioned while inflated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.